Event description:
The guideliner v2 catheter was used to facilitate placement of a stent. The physician encountered resistance while advancing the stent and attempted to reposition the guideliner v2. After several unsuccessful attempts to reposition the guideliner v2, the physician removed the catheter. During removal the pushwire separated from the shaft of the guideliner v2. No patient impact was reported.

Manufacturer narrative:
(B)(4).